Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump repeatedly failed to wake from sleep, requiring multiple attempts and connection to the charger to power on, consistent with an unresponsive sleep/wake function of the pump hardware. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included replacement of the pump and completion of troubleshooting and user education, with delivery scheduled and instructions provided regarding data sync, return of the current pump, and start-up of the replacement device. Investigation included technical troubleshooting, review of device performance as described by the user, and arranging replacement supplies. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.